Manufacturer narrative:
The customer received a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2016, that she had low suction with her symphony breast pump. The customer also reported that she had mastitis in (B)(6) and was treated with an antibiotic prescribed by her doctor and it is now resolved. In follow up with a medela clinician on (B)(6) 2016, the customer stated that she received a replacement pump on (B)(6) 2016, and her low suction issue is resolved. The customer also stated that the prescription that was prescribed in (B)(6) was cephalexin 500mg.

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received on 2/12/2016, and evaluated by quality engineering on 4/15/2016. The customer complaint could not be confirmed; the unit passed all functional tests. See attached product evaluation.